Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the intensive care unit in critical condition due to infection. The device and lead remained implanted. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient is still in intensive care unit and incubated. The infection caused rental failure. The system was explanted.